Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (finland) underwent a trial implant procedure on (B)(6) 2017. Following the procedure, the patient began to experience pain at their lead site. In turn, they were given medication to address the use. The patient's issue resolved the next day. Note: this report is in reference to a clinical study patient.